Event description:
(B)(4) clinical study. It was reported that after a percutaneous coronary intervention procedure, the patient experienced chest pain. In (B)(6) 2012, the patient presented with angina and cardiac catheterization was performed revealing the target lesion. The target lesion was a de novo ostial lesion located at the 50% stenosed saphenous vein graft extending to the distal right coronary artery. It was 16mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct stent placement using a 2.50x20mm promus element plus drug eluting stent. Post dilation was performed, residual stenosis was 0%. In (B)(6) 2012, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced chest pain and was diagnosed with angina. Coronary angiography was performed which revealed occlusion of the previously placed stent. The lesion was treated with balloon angioplasty and flow was re-established into the small posteromedial and the small posterolateral artery. The event was resolved without further complications and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).